Event description:
It was reported that during a lobectomy procedure, the firing lock doesn¿t work out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tx60b device arrived with the anvil bent and with a reload loaded on the device. The reload was received void of staples. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.